Event description:
IV set was hung in 2008. It was running lactated ringers at a low rate on a patient. The following day, it was noted to be leaking. Pinholes found in the silicone segment below the upper fitment. Set was changed out. No patient injury. No further information. The IV administration set was requested but not received to date. A follow up report will be filed if product is received in the future.

Manufacturer narrative:
This report was filed by the manufacturer.